Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing and delivered inappropriate shock therapy. In addition, this rv lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. This rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead will not be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.